Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized for hyperglycemia after wearing the pod for 4¿24 hours. Blood glucose levels were reported between 200¿250 mg/dl. According to the patient¿s father, the pod was loose, appeared to be leaking, and was bent, with blood visible on the cannula. The pod was removed and replaced with a new one. Symptoms included lethargy, large ketones, stomach pain, and vomiting. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with oral fluids and ondansetron. The patient was discharged later the same day.